Event description:
Event description guidant received information that during a follow-up visit, this right ventricular lead exhibited loss of capture on every third beat from a voltage range of 6.5 volts down to complete loss of capture at 0.8 volts.